Event description:
Information was received indicating that there was a residual volume of 32ml when using the cadd administration sets - flow stop. The next day, it was reported that a volume was no recorded. There were no adverse events reported.